Event description:
A patient sample generated a hemoglobin result of 10.2 g/dl on one of the cell-dyn 3500 analyzer in the lab. Another technician ran the same sample on the other cell-dyn 3500 analyzer in the lab and generated a result of 6.7 g/dl. This last result was the result reported from the lab. The patient was transfused with two units of blood. Post-transfusion results were 12.3 and 12.0 g/dl. Controls and background counts were within specifications on all runs. A precision study met all specifications. There is no further impact to patient management reported.